Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle optium neo meter was reviewed and the dhrs showed the freestyle optium neo meter passed all tests prior to release. The dhrs (device history review) for the precision strips were reviewed and the dhrs showed the precision strips passed all tests prior to release. Retain testing was performed for precision strips, and all units performed in specification and passed. All pertinent information available to abbott diabetes care has been submitted.this also serves as a correction report. Section d4 (lot #) and d4 (serial #) was incorrectly submitted in the previous two reports. Correction has been made.

Event description:
Customer reported receiving a low reading from their adc device. Customer reported a low reading of 37 mg/dl which was lower than a lab reading of 150 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Meter laga173s10112 has been returned and visual inspection has been performed on the returned meter. No issues were observed. Meter powered on with button and test strips. Observed unexpected characters/screen appearance. Dsplght-13 was cloned to address issue. Control solution testing has been performed and all results were within range specification. This issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a low reading from their adc device. Customer reported a low reading of 37 mg/dl which was lower than a lab reading of 150 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a low reading from their adc device. Customer reported a low reading of 37 mg/dl which was lower than a lab reading of 150 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.